Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the unknown mynx grip did not deploy when it was being shuttled down and the advancer tube did not appear either time. Therefore, hemostasis was achieved manual compression in less than 30 min. There was no reported patient injury. The type of procedure was a diagnostic catheterization. The procedure used a retrograde approach. The deployer¿s mynx training status was trained. The patient has no relevant medical history. They used a 6f avanti sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was used in the femoral. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site has no visible calcium/plaque. There vessel tortuosity was normal and there was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttle down completely. There was a significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient was not hospitalized, nor hospitalization extended as a result of the event. The patient did well after the mynx event. The device was expected to be returned for evaluation.

Manufacturer narrative:
As reported, the unknown mynxgrip did not deploy when it was being shuttled down and the advancer tube did not appear either time. There was no reported patient injury. The type of procedure was a diagnostic catheterization. The procedure used a retrograde approach. The deployer¿s mynx training status was trained. The patient had no relevant medical history. They used a 6f avanti sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site has no visible calcium/plaque. There vessel tortuosity was normal and there was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. There was significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient was not hospitalized, nor hospitalization extended as a result of the event. The patient did well after the mynx event. Hemostasis was achieved manual compression in less than 30 minutes. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle. The procedural sheath was covering the balloon as received. Upon sealant sleeve retraction, the sealant was found exposed to blood and stuck to the inside wall of the shuttle cartridge. The advancer tube remained inside the shuttle cartridge in manufactured position. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1935103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ and ¿shuttle advancement issue¿ were confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported events. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.